Manufacturer narrative:
The following items were returned by the customer for complaint investigation: -one used list #ch3581, oncology kit w/spinning spiros®, c-clip, red cap; lot #13414750. -one used manufacturer unknown, extension set w/ y-connectors; lot #unknown. -one used manufacturer unknown, 150ml burette; lot #unknown. -one used list #unknown, bag spike extension w/ calve side port; lot #unknown. -one used list #unknown. Intravia container 150ml bag; lot #dr22i21024. The returned set was primed per procedure and no leaks were identified between the connection of the bd male luer to spiro. The male luer of the mating device and the female luer of the spiro were measured and found to be within specification. The complaint of leaks could not be confirmed based on the physical sample evaluation. The device history record (DHR) was reviewed and no relevant commodities, discrepancies or anomalies were found that might lead the condition reported by customer. D9 - date returned to mfg: 13oct2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint involved a oncology kit w/spinning spiros®, c-clip, red cap that was reported to leak chemotherapy at the connection of the mating device's male luer to the spiros during a patient infusion. The report states that on one primary set with the spiros and collar attached, the spiros came off of the primary set. There was no adverse event or harm and no delay in therapy.